Event description:
It was reported that an ilet user experienced repeated infusion set occlusion alerts on a new pump with a reported blood glucose of 401 mg/dl, including multiple alerts within a short interval, which interrupted insulin delivery until a full supply change was performed; the issue was associated with obstruction of flow and involved the connector/coupler component of the infusion set. No clinical symptoms associated with hyperglycemia when insulin delivery was interrupted. Outcomes included no lasting health consequences or impact once delivery resumed and supplies were changed. Customer care performed investigative communication with the user, guided troubleshooting, and analysis of information provided by the user. Investigation of this case revealed evidence consistent with an obstruction of flow in the infusion set pathway and a deformation problem associated with the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.